Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05989; 0002648920-2018-00121.

Event description:
It was reported that the patient sustained two falls and experienced a fibular fracture and exhibited medial instability and deficient pcl. According to the x-ray that the patient had, the surgeon stated that the patient's body mass index was likely the cause of the device failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through a manufacturing review and the reported event was confirmed through radiographic review. The devices history records were reviewed and no discrepancies relevant to the reported event were identified. Primary operative notes received confirm that the patient underwent total knee arthroplasty (tka) to treat severe degenerative arthritis of the right knee. Once resection of the soft and hard tissues was completed, the trial components were sized and implemented. The knee reached full extension and 135 degrees of flexion. It was stable to varus and valgus stresses in full extension as well as midrange flexion. The flexion and extension gaps were symmetric with appropriate femoral rollback. The patella tracked centrally without lateral subluxation or tilt. The trial components were removed and the final tibia, femoral and patellar components were cemented in place. Excess cement was removed and once the cement had cured, the final articular surface was implemented. There appeared to be no intraoperative complications. However, it was noted that the patient's morbid obesity (bmi was 53.79) increased the surgical difficulty and lengthened the surgery. The patient was eventually revised for reasons unrelated to this event and the revision operative notes did not mention any tibial fracture. The revision notes also indicated that the tibial and femoral components were well-fixed, but that the decision was made to use a hinged implant as the patient's body habitus and significant laxity forced the tibia into an anterior position on the femur as the patient went in to flexion. X-rays were provided which were reviewed by a health care professional who stated that there were no signs of loosening or radiolucency. It was noted that there was a valgus positioning of the tibial component a possibility of fracture seen within the lateral tibial plateau and proximal fibula in the x-ray images taken two months after the primary surgery. Ossification in the proximal mcl was also noted, which suggests prior injury. Although cortical irregularly and bony callus formation were observed by the radiologist in the region of the lateral tibial plateau and fibula, there was no mention of any tibial fracture in the revision surgical notes. Per the package insert, instability is a known potential adverse effect of tka. The insert also informs that complications and/or failure of prosthetic implants are more likely to occur in heavy patients. Trauma can result in loosening, wear, and/or fracture of the implant. The patient also underwent a right hip total arthroplasty and experienced falls. Additionally, the surgeon stated that the patient¿s body mass index was the likely cause of the device failure. Therefore, the root cause of the reported event is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please see the following associated reports for the patient¿s revision procedure: 0002648920-2017-00519; 0001822565-2018-00915.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the product was evaluated through a manufacturing review and the reported event was confirmed through radiographic review. The devices history records were reviewed and no discrepancies relevant to the reported event were identified. Primary operative notes received confirm that the patient underwent total knee arthroplasty (tka) to treat severe degenerative arthritis of the right knee. Once resection of the soft and hard tissues was completed, the trial components were sized and implemented. The knee reached full extension and 135 degrees of flexion. It was stable to varus and valgus stresses in full extension as well as midrange flexion. The flexion and extension gaps were symmetric with appropriate femoral rollback. The patella tracked centrally without lateral subluxation or tilt. The trial components were removed and the final tibia, femoral and patellar components were cemented in place. Excess cement was removed and once the cement had cured, the final articular surface was implemented. There appeared to be no intraoperative complications. However, it was noted that the patient's morbid obesity (bmi was (B)(4) ased the surgical difficulty and lengthened the surgery. X-rays were provided which were reviewed by a health care professional who stated that there were no signs of loosening or radiolucency. It was noted that there is a possibility of fracture seen within the lateral tibial plateau and proximal fibula in 2014. Per the package insert, instability is a known potential adverse effect of tka. The insert also informs that complications and/or failure of prosthetic implants are more likely to occur in heavy patients. Trauma can result in loosening, wear, and/or fracture of the implant. Additionally, the surgeon stated that the patient¿s body mass index was the likely cause of the device failure. Therefore, the root cause of the reported event is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 42502606202, femur cemented cruciate retaining right size 7, lot # 62637084. Catalog #: 42521000413, articular surface fixed bearing cruciate retaining right 13 mm height, lot # 623768769. Catalog #: 42540000032, articular surface provisional patella cemented 32 mm diameter, lot # 62536449. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a fibular fracture after experiencing a fall at the rehab facility on. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.